Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical medfusion pump exhibited motor not running/motor rate error alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received on (B)(6) 2019, indicating that no patient injury was reported in this event. It was also reported the nurse used another pump to infuse the remaining infusion volume and no other medical intervention was provided. Device evaluation: one smiths medical smiths medical medfusion pump was returned for investigation with cracked top case by tube holder, cracked bottom case by l-bracket screws and cracked plunger head cracked by all screws. Event log history was performed and indicated motor rate error. Occlusion test was performed, and all functional testing passed. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. It was noted that the cause the reported issue was from a normal wear. Based on the evidence, the complaint was confirmed. The problem source of the reported event is normal wear.